Event description:
It was reported that the patient suffered a severe reaction at the site of needle entry after having a radiofrequency lumbar nerve ablation procedure. It is unknown if the patient was administered medical intervention. Boston scientific has been unable to obtain additional information to date despite good faith efforts.